Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient's pacemaker could not be interrogated. The device information was not available. It was suspected that the patient had a non-boston scientific device. No adverse patient effects were reported. The status of the device remains unknown.